Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. The clip applier instrument was found with one grip severely bent. The damage was found near the base of the clip groove, causing a 0.044" offset at the tips. As a result, the clip could not be properly loaded on the grips. The root cause of this failure is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was available for review. A review of the instrument log of the medium-large clip applier (part # 470327-12 / lot # n10190401-0090 associated with this event has been performed. Per the logs, the instrument was last used on 16-jun-2022 on system sk1588 for a cholecystectomy procedure. The alleged event occurred on the 55th use of the instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not fully form "staples," per the customer the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.